Event description:
Customer called advising of high blood glucose and was not sure of his daily totals after filling the syringe. Says there were no leaks, programming is accurate but was not sure the leadscrew rotation was correct.